Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not available for manufacturer evaluation. As such, a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. There were no nonconformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, the device history records (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The device met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. Should additional relevant information become available, a supplemental report will be submitted

Manufacturer narrative:
A follow up will be submitted following evaluation.

Event description:
A peritoneal dialysis patient reported the cycler alarmed for a scale reading error. While troubleshooting the patient reported that the night before she had to perform a stat drain when the cycler was not draining properly. After the stat drain the patient found fluid leaking from the cassette door. The patient was advised to contact her nurse. The cycler was replaced. During follow up the patient's nurse reported there was no adverse event associated with the leak.